Event description:
It was reported that the device got bent due to the continued use. This was noticed before surgery. Per complaint reporter there was no harm for patient, operator or third party. There was no case involvement reported. No further information received. Update 03-mar-2026: further information was provided that the reported issue was noticed after the last use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.